Event description:
It was reported that the left cylinder of this ambicor penile prosthesis was not deflating. A surgical procedure was performed to remove and replace the device, during which fluid loss and a bubble in the pump was noted. There were no patient complications reported.

Event description:
It was reported that the left cylinder of this ambicor penile prosthesis was not deflating. A surgical procedure was performed to remove the device, during which fluid loss and a bubble in the pump was noted. There were no patient complications reported.